Manufacturer narrative:
Results: the delivery wire was bent approximately 196.0 cm from the proximal end. The coil on the delivery wire was offset approximately 198.0 cm from the proximal end. One leg of the psr3d was fractured distal to the attachment tip. During functional test, resistance was encountered while attempting to remove the introducer sheath and large amount of dried blood was found. Conclusions: evaluation of the returned psr3d revealed a single strut fracture. If the device is forcefully retracted against resistance, this may contribute to the reported failure. If the device were mishandled during preparation, this may also contribute to the reported failure. The velocity identified in the procedure was not returned for evaluation. The root cause of the single strut fracture could not be determined. Further evaluation revealed a bend on the distal length of the delivery wire, which was likely incidental to the reported complaint. Penumbra revascularization devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d). During the procedure, the physician inserted the psr3d through the velocity delivery microcatheter (velocity) and decided to withdraw it to reposition the velocity. While re-sheathing the psr3d, the physician noticed one of the legs had separated from the pusher assembly. The procedure was therefore completed using a new psr3d and the same velocity. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report. 1. Section h. Box 6. Results code 1 h3 other text : placeholder.